Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. No visible damage to the catheter body, balloon, or returned syringe was observed. No error message was found on the vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 36.9 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible abnormalities were found. Resistance value of resistor in thermistor connector was measured to be within specifications, at 9830 ohms. Resistance value of thermistor at 37c was measured to be within specifications, at 14056 ohms. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air by holding the balloon under water for 5 minutes. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of blood temperature measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that indicated blood temperature was lower than expected during use in a patient with atrial septal defect (asd). The baseline was unstable and the indicated blood temperature was around 35 degrees c from the beginning of use. Troubleshooting was performed. The cable was replaced but the problem was not solved. The catheter was replaced but the same problem was observed. The patient was not treated based on the incorrect value. There was no occlusion, leakage or kink noted in the catheter. It is unknown if an error message was observed. There were no patient complications reported.